Manufacturer narrative:
It is not clear what may have contributed to this event and may have been a complication of surgery. There is no data to suggest that the kryptonite material played a role in producing fluid in the pleura. We will continue to monitor post marketing data. No documentation within the DHR was found that would indicate a nonconformance to specifications that could have contributed to this event. A retainer sample from the batch in question was mixed and no issues were observed with mixing or hardness. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
A pt underwent a cardiac procedure where the sternum was closed using stainless steel wires. The sternal closure was later revised due to broken stainless steel wires one day post-op as a result of the pt coughing. The sternal closure was revised and kryptonite material was used. Kryptonite material was not utilized in the original procedure. It was reported that a second revision procedure was performed due to the observation of liquid in the right pleura on x-ray. The origin of the fluid was not known since the pleura were not opened in the original surgery. No issues with kryptonite were noted. The identified product and product code is designated for export only.